Event description:
It was reported that a fluid transfer tube set had a ¿leak in the set¿. The issue was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to b3/d10: 7/06/2022 (previously submitted as 06/07/2022). H4: the lot was manufactured between september 23, 2020 - september 29, 2020. H10: the device was received for evaluation. Unaided eye visual inspection was performed and the tube set pvc tubing was observed detached from pump head assembly. No adhesive could be observed under magnified inspection on the pvc tubing section that was detached from the pump head assemble connector. Functional test was not performed for this complaint. The reported condition was verified. The cause of the condition could not determined; however the most likely cause was due to inadequate or lack of loctite adhesive applied during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.